Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers moved differently and that after several attempts to move the grippers there was no parallel position established. The gripper lever was retracted to the blue line when the gripper actuation issue was noted. The decision was made not to use the device. A new cds was prepared and used for the procedure without issue. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper arm actuation issue was not confirmed as the arms on the returned device raised and lowered as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.